Event description:
(B)(6) - the consumer reported that the (B)(4) rollator brakes are not functioning, and he fell after trying to brake, resulting in a contusion on right eye brow. There is no available information if medical attention was needed or sought.